Event description:
It was reported that the lesion was in the moderately tortuous, mildly calcified proximal left anterior descending artery, with a 90% stenosis. Predilatation was performed prior to the attempt to stent. The xience v stent delivery system (sds) was advanced towards the lesion; however, the sds did not cross. Resistance was felt during retraction of the sds on the lip of the guiding catheter, which resulted in the flaring of stent struts; however, the sds was removed successfully from the patient. Another xience v of the same size was deployed successfully to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, on the hub, on the shaft, on the balloon, and on the stent implant, which is consistent with guide wire advancement, handling, and advancement into the body. There was crystallized contrast on the shaft and in the inflation lumen, which is consistent with handling and preparation for use. The stent implant was stationary between the markers of the tightly folded balloon. The tip length met manufacturing criteria. There were bent proximal stent struts. The stent implant outer diameters we oversized, which is likely due to the damages noted. The guiding catheter used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. The sds was not advanced through a new guiding catheter due to the stent damage noted; therefore, the difficult to remove could not be tested. There were multiple kinks throughout the shaft and the guide wire exit notch was torn. In this case, there was no damage noted during the inspection prior to use, which suggests that a product quality deficiency did not contribute to the reported difficulties. The profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality prior to lot release. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the report lot revealed there were no other incidents reported for difficulty to remove from the guiding catheter for this lot. There is no indication of a product quality deficiency.